Event description:
In litigation, it was alleged that in august 2002, the pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. The complaint alleges that, shortly following the pt's surgery, "she developed extreme pain, swelling and other serious injuries." The complaint also alleges that the pt "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacit for enjoyment of life... And an impaired ability to bear children." Update: additional information provided 09/2005 noted that according to the pt, the following is alleged to have occurred: pain daily. Pt states she was told she has "more scar tissue that needed removing."

Event description:
In litigation, it was alleged that in august 2002, pt underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. The complaint alleges that, shortly following the pt's surgery, "pt developed extreme pain, swelling and other serious injuries." The complaint also alleges that the pt "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life...and an impaired ability to bear children.